Event description:
Type of procedure: ni. Event description: [medical facility] ¿after checking the first clip was loaded, the clip was fired. But, from the second clip, the clips were not properly loaded and fired. The device was replaced with the new device. The event device was reported as the complaint.¿ product is not available for return. Patient status: there was no problem with the paient. Intervention: the case was completed with the new device.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint (B)(4), was included in the recall. This report is a combined initial and follow up report.